Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that post op, on an unknown date, one screw was found to be broken after 4.5 months of implantation. Patient underwent revision surgery on (B)(6) 2017 to explant the screw.

Manufacturer narrative:
Additional information: image review image review :"early screw fracture seen on post op x-rays.hardware failure before 4-5 months is before fusion is expected to happen.screw size is unknown, but hardware placement and construct appear appropriate.root cause indeterminate." .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.